Manufacturer narrative:
Based on available information, this event is deemed a serious injury because the 'pain under product on catheterization with the fms device' and removal of the deflated balloon required medical intervention to preclude further pain and/or potential harm to the patient. There was no rectal/anal mucosa damage or bleeding as reported in the complaint. From clinical perspective, a causal relationship between the flexi-seal fecal management system kit with inner slv and this temporally associated with the part of the body where the problem occurred. According to the complainant, the initial report from the doctor noted no harm to the patient. However, the reporter will follow up the patient and will provide more information about the patient's status. There was no report of fecal contamination in this case. No additional patient/event information has been received to date. A return sample for evaluation is not expected. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
Reporter states the patient complained about "a lot of pain" from the flexi-seal in the rectum. The staff tried to deflate the balloon and stop the treatment, but they could only deflate the balloon 20ml out of 45ml. They had to anesthetize the patient with rapifen (alfentanil) in 5-10 min at the ICU, then they were able to pull out the flexi-seal cuff with 20 ml in the balloon from the rectum. There was no bleeding. The product was in use for 8 days.